Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6); 4568 lead, implanted (b)(64).

Event description:
It was reported that electromagnetic interference was observed on the cardiac resynchronization therapy defibrillator's (crt-d) atrial and right ventricular channels. The patient is apparently a left-handed cellular phone user and the device is implanted on their left side. It was recommended that the patient hold their phone on the opposite side of their body from the implant side. The device remains in use. No patient complications have been reported as a result of this event.